Event description:
It was reported that in the left ventricular lead there was high threshold, loss of capture and noise, as well as a possible dislodgement. It was also reported that the right ventricular lead was oversensing, that there was noise and increasing impedance and that the lead integrity alert triggered. It was further reported that the lead had increasing impedance, to out of range and that noise was noted to be present on the electrogram. Both leads and the device remain in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that in the left ventricular lead there was high threshold, loss of capture and noise, as well as a possible dislodgement. It was also reported that the right ventricular lead was oversensing, that there was noise and increasing impedance and that the lead integrity alert triggered. Both leads remain in use and no patient complications have been reported as a result of this event. It was further reported that the lead had increasing impedance, to out of range and that noise was noted to be present on the electrogram. Additionally, it was reported that the left ventricular lead had dislodged and was revised. The lead remains in use.

Event description:
It was reported that in the left ventricular lead there was high threshold, loss of capture and noise, as well as a possible dislodgement. It was also reported that the right ventricular lead was oversensing, that there was noise and increasing impedance and that the lead integrity alert triggered. Both leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance". Max rv pace impedance rose from 551 ohms to 741 ohms between (B)(6) 2010 and (B)(6) 2010. The analysis also revealed "oversensing: 8 nsts with average v-v cycles <220 ms recorded between (B)(6) and (B)(6) 2010" and "interference/noise: 270 v-si counts in last 55 days (since last session), average of 4.9/day. 0 v-si counts in 46 days prior to last session".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance". Max rv pace impedance rose from 551 ohms to 741 ohms between (B)(6) 2010 and (B)(6) 2010. The analysis also revealed "oversensing: 8 nsts with average v-v cycles <220 ms recorded between (B)(6) and (B)(6) 2010" and "interference/noise: 270 v-si counts in last 55 days (since last session), average of 4.9/day. 0 v-si counts in 46 days prior to last session".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance". Max rv pace impedance rose from 551 ohms to 741 ohms between (B)(6) 2010 and (B)(6) 2010. The analysis also revealed "oversensing: 8 nsts with average v-v cycles <220 ms recorded between (B)(6) 2010" and "interference/noise: 270 v-si counts in last 55 days (since last session), average of 4.9/day. 0 v-si counts in 46 days prior to last session".